Event description:
It was reported, the pt has been experiencing the ipg and the charger paddle to get warm while attempting to recharge the device. In an attempt to address the issue, a replacement charging system has been sent to the pt. On 08/01/2012 st jude medical, neuromodulation division, sent field action letters to pts related to heating while charging and raised awareness of this issue to pt. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number is included in a field correction and field advisories: 1627487-12192011-003-r, 1627487-05242011-002-r. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.